Event description:
The customer reported to olympus that the evis lucera elite bronchovideoscope had no image when using the angulation. There were no reports of patient harm or impact associated with the reported event.

Manufacturer narrative:
A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. Based on the results of the investigation, physical stress was applied to the insertion section during user handling which caused the charged-couple device (ccd) unit to be damaged. The damaged ccd likely caused image issues. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: 3.2 inspection of the endoscope 5. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities. Olympus will continue to monitor field performance for this device.